Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing artifacts in images. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed image distortion which was described as image artifacts by the customer. Investigation of the device noted dried fluid in the connector, oil separation in the lens, scratches on the window and tip shell, and damage to the cable, control handle, and strain relief. The device also failed articulation testing. The overall damage identified during the evaluation would inhibit the performance of this transducer and is indicative of improper maintenance.